Event description:
It was reported that a user called about elevated blood glucose after consuming a large meal that included rice, sweet potato soufflé, cornbread, and a starbucks beverage. They announced the meal as usual on the ilet system, later acknowledging the meal was larger than typical. The event was categorized as an incorrect meal size/meal announcement issue. Symptoms included hyperglycemia with a highest recorded reading of 375 mg/dl. Outcomes included a delay to appropriate therapy while glucose returned to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions when announcing meal size via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.